Event description:
It was reported that an administration set leaked from a hole in tubing near the injection site during infusion. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual inspection of the device noted no abnormalities. Functional testing was performed and a leak was identified between the tubing and the lower y-site. The cause was not determined.